Event description:
It was reported that multiple intermittent cartridge alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.